Manufacturer narrative:
Final analysis found lead insulation degradation at 4.4cm to 4.9cm from the connector pin.

Event description:
It was reported that low impedance was observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
Initial reporter: unknown. Device evaluation anticipated, but not yet begun.